Event description:
It was reported that a (B)(6) male underwent a ring explant after an implant duration of approximately two (2) years. It was learned through investigation the ring was replaced with a 25 mm carpentier-edwards perimount magna mitral ease pericardial bioprostheses due to infectious endocarditis. Through follow up with the health care provider, it was learned that the source was likely due to dialysis with a gram positive bacteria. No additional details provided.

Manufacturer narrative:
Device not returned. The explanted device was not returned to edwards for analysis because it was discarded at the hospital. Without the return of the device, the root cause of this event cannot be confirmed, although based on the information provided the source of the infective endocarditis (gram positive bacteria) is likely dialysis. Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Existing heart disease and abnormalities increase the likelihood of developing endocarditis. Endocarditis is typically classified as either infective or non-infective, depending on whether a microorganism is the source of the inflammation or not. Endocarditis is often associated with nosocomial (i.e. Hospital-acquired) sources. In this case, the patient was diagnosed with infectious endocarditis (ie). Ie is an infection of the endocardial surface of the heart, which may include one or more heart valves, the mural endocardium, or a septal defect. Infective endocarditis can potentially lead to leaflet disruption. Typically, infective endocarditis consists of large vegetations which have manifested from bacteria. Reported endocarditis agents are most commonly microbes that inhabit the human body (e.g. Skin, mucous membranes, respiratory tract, intestinal tract, or common infections), or the environment, and can contribute to nosocomial sources of ie. For example, the most common bacteria of ie include staphylococcus, streptococcus, and enterococcus. Staphylococci are inhabitants of the mucosa and/or skin, and can be found in sources in the environment. Streptococci related bacterial endocarditis is linked to patient transient bacteremia originating from dental plaque and decay. Various microbes are found in oral cavities and can be transmitted through the bloodstream from disruption of the oral mucosa or after dental work. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote.